Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reports she is attempting to charge her ins and having some trouble. Agent walked pt through charging and pt was seeing excellent. Pt states the guy who called yesterday gave the ok to charge ins. Pt states her controller is 100 and the ins is 70%. Pt mentioned right knee was bothering her and wants the stimulation there and was not targeting that spot. Agent wondered how to change settings as she is uncomfortable. Pt states her ins is moving around and wondered if that is normal. Pt states this has been going on since beginning. Agent directed to hcp to let them know. Pt states last night when was laying in bed could barely feel anything and when went to stand up could feel the sensation. Pt states she cannot increase too much because knees want to buckle and she's afraid she will fall. Pt states she was in the shower and was afraid to fall because of this. During call patient lowered and did state she felt better and states felt in buttock vs lower back, agent had a hard time hearing/understanding the patient as the call was muffled. Pt states she has an appt today with her hcp and will bring all equipment with for help. Agent walked pt through controller and how to charge.